Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After data evaluation, the cse performed a total service call. The cse also replaced the sample syringe and the reagent syringe. The cause of the discordant tni ul result is unknown. The cse successfully re-calibrated tni ul. The cse also successfully tested replicates of the multidiluent, obtaining acceptable results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was not reported to the physician(s). The sample was repeated on the same system, which resulted lower. The customer also repeated the sample on an alternate system, which resulted lower. The repeat result obtained from the same system was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul result.